Event description:
It was reported by svc report that the stretcher drifts down. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Conclusion: the part has been ordered and the svc tech will return to complete the repair.